Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that it was attempted to warm transfer the patient to the correct department, but they disconnected the call prior to transfer. The help line agent stated the patient reported they were in a lot of pain because of their implant, and may need to be checked for defect. The patient was called back, but was unable to be reached, so a voicemail was left. The patient called back about one minute later to report they were having a lot of pain with the stimulator since about a month after implant, and it gradually got worse. They felt a stinging, stabbing pain right in their lower privates. Decreasing the amplitude did not help, however, the patient stated they had therapy turned off for an extended time and they were not feeling the pain anymore, but it was hard to tell because the pain would only occur intermittently. They mentioned the reason they turned therapy off was for an MRI. The reason for the MRI was not asked. The pain was sporadic and there was nothing the patient did that caused it, however, a lot of times when their bladder was full, the pain was worse. Their managing nurse directed them to call the manufacturer about this. The role of the manufacturer was reviewed with the patient, and it was recommended they contact their managing physician's office to schedule an appointment to address their symptoms and possibly check the device.